Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years 6 months post implant of this 21mm aortic bioprosthetic valve was replaced valve-in-valve with a 23mm transcatheter aortic valve for due to mild aortic regurgitation and increased gradients. No additional adverse patient effects were reported.